Event description:
It was reported that the patient presented for an implant procedure. During the procedure, adequate electrical signals could not be obtained at a location where stable fixation of the right atrial (RA) lead could be achieved. The physician determined that the patient's anatomy was not compatible with the shape of the RA lead. The RA lead was not used and replaced. No patient consequences were reported.